Manufacturer narrative:
(B)(4):the complainant indicated that the device has been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a gold probe device was used in the colon during a colonoscopy procedure performed on (B)(6), 2015. According to the complainant, during the procedure, the gold probe exited the scope with a kink at the distal tip, and it would not transmit current to produce heat. The procedure was completed with another gold probe device using the same generator and generator settings. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.